Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The inspection process includes a pull test to ensure the luer connection to the extension tubing is secure. Without an evaluation of the device a root cause cannot be determined. The report indicated the catheter has been implanted for over 3 years with no reported problems. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was connected to dialysis machine when he suddenly felt warmth. When lifting the blanket, it turned out that the venous lumen had come loose from the catheter, causing a significant bleeding. Since it happened on the venous side, there was no alarm from the machine because it could just release the pressure. The nurse immediately pushed the catheter back together in response. Patient has received a one-time antibiotic gift to prevent infection.